Event description:
It was reported that during an unknown procedure after the first clip was fired, the instrument could no longer be opened. No patient harm nor significant delay reported. Procedure finished with same like device.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was the device on a vessel/artery when it would not open? No. 2. If yes, how was the device removed? (Cut off, forced open). 3. If the device was cut off, was there any damage to the vessel/tissue? 4. If yes, how was the damage addressed/repaired? 5. Were the device jaws eventually opened? No. 6. Were there any patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4 batch #: z70205. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the jaws closed and with no apparent damage. In addition, the packaging opened was returned along with the instrument. Upon testing, the trigger could not be activated due to being jammed. The device was disassembled to evaluate the condition of the internal components, the silicon was missing and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, twenty(20) clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device batch z70205 number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent 1/27/2026. D4 batch #z70205. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned with the jaws closed and with no apparent damage. In addition, the packaging opened was returned along with the instrument. Upon testing, the trigger could not be activated due to being jammed. The device was disassembled to evaluate the condition of the internal components, the silicon was missing and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, twenty(20) clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device batch z70205 number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.